Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48868 it was reported during a surgery on (B)(6) 2020 (manufacturer report number 1627487-2020-02670 and 1627487-2020-02671) the physician was unable to reinsert the right s3 lead into the ipg due to the distal contact being squished. The lead was explanted and replaced which resolved the issue. It is unknown which lead is liable, as such both leads are being reported.